Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of huay0244 showed no other similar product complaint(s) from this lot number.

Event description:
Facility reported to the sales rep that 4.2 fr single lumen catheter began to leak where the catheter meets the hub. No injury to the patient was reported.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4.2fr s/l broviac catheter. Usage residues were observed throughout the sample. Multiple suture loops were tied around the catheter tubing approximately 1cm proximal of the tissue ingrowth cuff. A diagonally aligned split was observed in both the inner and intermediate tubing between the suture and the cuff. Microscopic inspection of the split revealed sharply defined fracture edges. The fracture surfaces exhibited partially striated and partially granular surface. Parallel scoring marks were observed in the vicinity of the split. The split characteristics were consistent with damage caused by contact between the catheter and a sharp instrument. The product IFU states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material.¿

Event description:
Facility reported to the sales rep that 4.2 fr single lumen catheter began to leak where the catheter meets the hub. No injury to the patient was reported.